Event description:
According to the reporter, prior to use, when the handle was removed from the charger, and an attempt was made to use it, and a power handle error with circle and a slash through it. Even after restarting, the error display did not disappear. Another handle was used to resolve the issue. No patient was involved. Medtronic's initial evaluation of the incident is that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection and functional testing noted no abnormalities. The handle had 242 of 300 procedures remaining. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. The handle was running 29.6 software at the time of the fpga reset/reprogram failures. It was reported that the handle displayed a power handle error with circle and a slash through it. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.